Event description:
Caller reported that a malfunction occurred on the pump (B)(6) 2025. There was no adverse impact on the customer's blood glucose level. Customer alleged resolving the issue through a reboot, and since the pump was working, it was advised to monitor the situation and contact support if further assistance was needed. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.